Event description:
A caller reported that his tandem charging cord was not working to charge his pump. There was no reported impact to the customer's blood glucose level as the blood glucose outcome was not disclosed. The customer resorted to using third-party charging cables to maintain a stable charge and contacted tandem about the issue previously, although no corresponding case was found. Technical support decided to send a replacement charging cord as the original was not functioning as intended.